Manufacturer narrative:
H3: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear and/or osteolysis as specified in the hhe: combination of largest available femoral head and/or thinnest available liner was used. The most likely underlying cause for the revision reported is prosthesis wear and instability and a combination of risk factors specified in the hhe. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.

Manufacturer narrative:
D10: concomitant: (B)(6), 142-36-03 - cocr fem head 36mm +3.5 offset 12/14.

Event description:
It was reported that a patient who had an initial left hip implanted in (B)(6) 2018, underwent a revision procedure approximately 6 years 2 months post the initial procedure. The patient had instability from implant wear over time. The gxl liner and cocr fem head were revised. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available to be returned for analysis due to hospital policy. No device images were provided.